Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an article entitled "prospective quantitative assessment of spinal range of motion before and after minimally invasive surgical treatment of vertebral body fractures" that the study group included 30 patients with an overall number of 54 symptomatic pathological vertebral compression fractures. All patients were treated with balloon kyphoplasty. Thirty patients with a mean age of(B)(6) years old were included. All patients were followed up until 12 weeks after surgery. All patients had undergone conservative therapy for at least 3 weeks prior to intervention. It was reported that out of 54 augmented vcf, there was an overall recorded cement leakage rate of 24.1% (7 patients). Leakage of cement was defined as cement being located in the spinal canal, paraspinal veins or disc space. Leakage did not cause any clinical or neurovascular complications.